Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmol/l to mg/dl, after the batteries were changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Meter is unlocked to mmol/l. Connected meter to pc, and downloaded glucose log, error log, and calibration parameters. Error numbers 0300 and 0015 were found in the meter internal log. Memory overwrite was observed. Meter is operable and gave a result of 19.2 mmol/l with control solution. Customers and retailers have been informed through the fa16may2006 letter.